Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr 2.5 x 38 stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage; struts were lifted, pulled and stretched in a distal direction. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink 3.5cm distal from port site. There was evidence of medium in the inner/outer section of the device. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After sufficient pre-dilatation with a 2.5 non-bsc balloon catheter, a 2.50 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, the device stopped advancing upon reaching the left main trunk (lmt). While the device was being pushed towards the lesion, the stent became lifted. The procedure was completed with a 2.5 x 38 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After sufficient pre-dilatation with a 2.5 non-bsc balloon catheter, a 2.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device stopped advancing upon reaching the left main trunk (lmt). While the device was being pushed towards the lesion, the stent became lifted. The procedure was completed with a 2.5 x 38 non-bsc stent. No patient complications were reported and the patient's status was good.